Manufacturer narrative:
(B)(4).

Event description:
It was reported that at 36,989 joules and 51:58 minutes of use, "the fiber became red". The fiber tip (cap) was not cleaned during the procedure. The fiber was exchanged and the procedure was completed with the second surgical fiber. Patient outcome: "unknown". No patient or user injury was reported.